Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated magnesium result on an alinity c, serial number (B)(6). Through an extensive investigation, the fsr found the fitting, exterior drain hcw (rohs), part number 7-202645-01, had a blockage which generated bubbles in the part. The fsr cleaned and removed the blockage, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 0.7-1.0 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2023, was 1.27, repeat was 0.44 mmol/l. There was no impact to patient management reported.